Manufacturer narrative:
Additional information is provided. The company representative was able to replicate the reported event. There were two (2) components (a power supply and a printed circuit board-pcb) which were replaced to address the issue. However, due to the fact that both of the components were replaced simultaneously, the root cause of the reported event is inconclusive. However, when the system was tested (after the replacement) it was found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery it was found that the console intermittently shutting down automatically. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.